Event description:
It was reported by service report that the cot legs would not retract while being loaded into the ambulance. There was patient involvement, however no adverse consequences are reported.